Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an epithelial flap during lasik flap creation. The surgeon reported no error messages, easy docking and no loss of suction. The surgeon opted not to perform the ablation treatment and the patient will have photo refractive keratectomy at a later date. There are two related reports for this patient. This report represents the right eye and an additional report will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment shows no abnormalities or deviations which can contribute the reported issue. No technical root cause was identified, the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).